Event description:
It was reported that during preparation for a stenting treatment procedure stent damage occurred. The target lesion was located in the right coronary artery (rca). While prepping the 2.75x16mm taxus liberte stent it was noticed that the stent struts were bent. The device was not used and the procedure was successfully completed with another of the same device. No patient complications were reported with the patient's current condition listed as fine.

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)